Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the left lead migrated. Surgical intervention was undertaken on (B)(6) 2025 where it was discovered that the right lead had also migrated. Imaging confirmed migration. As a result, both leads and the ipg were explanted and replaced to address the issue.